Event description:
It was reported that the pt states he is having trouble with his memory. He states his "mind is going". He has also been having pain in his leg for about 3-4 months. He reported aches, muscle cramps and feels weak. He now has a kidney abcess and doesn't know if it is all related.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.